Event description:
On(B)(6)2007, the patient started peritoneal dialysis (pd) treatment. On an unknown date, the patient experienced poor environment. On (B)(6)2010, the patient was diagnosed with peritonitis manifested by cloudy effluent, abdominal pain and fever. On (B)(6)2010, the patient was hospitalized for the peritonitis. On the same day, a peritoneal analysis and culture were performed. The results of the culture were no growth. On an unknown date, the patient began remedial therapy with cefazolin (1gm x 2gm, daily) and gentamycin (40mg x 80mg, daily). The results of the peritoneal effluent culture of (B)(6)2010 were no growth. Pd therapy was ongoing. The peritonitis and fever were ongoing and improved. The patient was discharged from the hospital on (B)(6)2010. On an unspecified date in 2010, the patient recovered from the events of fever and peritonitis. No concomitant medications were reported. The reporter believed that the events of peritonitis was unrelated to pd therapy. No causality statement was provided for the event of fever.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.